Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating an issue with the ECG. There was no patient involvement.

Manufacturer narrative:
The asp evaluated the device on site, re-plugged the ECG cable and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The asp re-plugged the ECG cable to resolve the issue. It has been concluded that no further action is required at this time.